Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s granddaughter put a magnet on the patient chest, which made a noise from the cardiac resynchronization therapy defibrillator (crt-d). The device was checked, and everything was okay. The device is still in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.